Event description:
On (B)(6) 2021, a device evaluation was completed by kci quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided regarding the device, kci's assessment remains the same, it cannot be determined that the alleged right foot epidermal stripping and subsequent amputation were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged right foot epidermal stripping and subsequent amputation were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient previously required an amputation of the left toe which has a significant history of superficial and bone foot infections. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On (B)(6) 2021, the following information was provided to kci by the patient: on (B)(6) 2021, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to making his foot worse. The activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly pulled skin away from his foot. On (B)(6) 2021, the following information was provided to kci by the patient: the patient is in the hospital and the physician allegedly "cut his wound last night" ((B)(6) 2021). The patient also stated that the physician will be removing his big toe tomorrow ((B)(6) 2021). No additional information was provided. Records review noted the following: on (B)(6) 2021, the patient was admitted to the hospital and was diagnosed with right foot diabetic ulcer with necrosis down to bone, cellulitis with sesamoid osteomyelitis. The physician noted surgical intervention is indicated and will stage the procedure. The patient will require at least 2 trips to the operating room. Will plan for partial 1st ray amputation/closure at a later date, likely in 48 hours, once soft tissue infection has resolved. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.